Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. After a wallstent was placed, a 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and another 18-4/5.8/75 xxl esophageal balloon catheter was advanced to perform dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 18-4/5.8/75 xxl esophageal balloon catheter. No patient complications were reported and the patient's status was okay.